Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the firing knobs were at the 60 cm mark. The left and right bodies of the handle presented deformation. A functional evaluation found that the handle's firing knob could not be fully retracted. The reload was forcefully removed from the handle. With the green button pressed, the handle was able to be fired without a reload attached to the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of handle able to fire without a reload present that has no relationship to the reported condition. The root cause of handle being to fire without a reload being loaded onto the unit is caused by the deformation observed in both bodies. This deformation of the handle would not be able to pass all manufacturing processes and it is implied that the observed deformation is possible if the instrument is subjected to heat or high temperature. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, over the bronchus, the stapler was able to fire and the jaws of the device locked on the tissue. The handle and blade was manually retracted using force and an l hook to remove the instrument and complete the case. There was no patient injury.